Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the reported information. Mosaiq is working as designed and intended. The user has not set a dose site coefficient and so treatment of this field will not contribute dose to the prescription site. Mosaiq warned the user daily that the dose coefficient for the fields was not defined or setup.

Event description:
It was reported by the customer that mosaiq allowed over treatment by three factions without an override.